Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a motor error alarm and a no delivery alarm. Customer's blood glucose reading was unknown. Customer performed troubleshooting and found that after changing the reservoir the issue was resolved. No product was replaced or returned.